Manufacturer narrative:
"The returned s-ICD was analyzed and the device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the (B)(4) 2018 sq-rx model 1010 pg shortened replacement interval advisory population."

Event description:
It was reported that this patient's device was being replaced due to normal battery depletion. There was some interrogation issues during explant but these were resolved with troubleshooting. Once explanted, the device was analyzed and it was determined that it was depleting prematurely. No adverse events were reported.